Manufacturer narrative:
As reported, following a case using the bard/davol hydrosurg irrigator stopped spraying water. The subject product was returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Cracks and rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause determined to be manufacturing related.

Event description:
As reported, during a laparoscopic cholecystectomy procedure on (B)(6) 2021, the bard/davol hydrosurg irrigator stopped spraying water in the middle of normal use unexpectedly. It was reported that the device stopped irrigating. As reported, another new device was used to complete the procedure. There was no reported patient injury. Per sample evaluation, it was found that there was a fluid leak into the battery compartment.